Event description:
It was reported that the customer fell on the pump and the pump touchscreen became cracked. Pump touchscreen displayed colored horizontal lines and the remainder of the display was black. The customer's blood glucose was 130 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.